Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump was dispensing insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/18/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: black box review shows no evidence of load step malfunction, no activity outside of normal use is observed. The pump powers on and displays verify screen. The display screen was observed to be dim and faded. A test display screen was mounted during investigation, the pump was able to boot up with a fully functional and illuminated display. The piston is unable to detect the cartridge upon the first load attempts. The keypad symbols were found to be worn. The reported load step malfunction was duplicated. Force sensor calibration reading is below the requirements. The pump was opened, force sensor pins were found intact. After disassembling the force sensor circuit, contamination was observed to the force sensor plate. Force sensor resistance was found above specifications.